Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ (B)(4). It was reported via legal documentation that approximately 70 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, polyethylene wear, osteolysis, synovitis, constrained liner revision, polyethylene liner fragmentation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-03992 d4: added catalog number, expiration date, serial number, and UDI d10: 4842509 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 4933234 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. 4995059 200-02-29 - three peg patella 29mm. G3: added 510k number: h4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.